Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. Just to confirm: after firing the device were some staples missing from the staple line? Was it confirmed that the entire vessel or tissue was proximal to cut line prior to firing? Was there any extraneous tissue beyond the cut line when device was fired? Was the tip of device visualized prior to firing?

Event description:
It was reported that during a segmentectomy, the item was defective at the time of shooting. Despite the feedback that the clamps were triggered with the firing, it was noticed that there were missing clamps in one part of the recharge.